Event description:
During the evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2012 at 12:24:44. During night drain cycle five, the patient's ultrafiltration reading was 3219ml, indicating the home patient (hp) drained 2989ml more than their maximum programmed fill volume of 2300ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was use error; the tidal total uf removal set too low. The following labeling was reviewed: homechoice apd systems trainer's guide. Section 12 "programming a prescription" in 12.4.4 and 12.4.5 pgs 12-28 to 12-40 gives instructions on how to set the tidal therapy settings. Pg 12-30 has the warning that, "a total uf volume set too low can result in a gradual buildup of uf volume during the therapy. This can result in an iipv situation. The suggested setting for total uf is described on pg 12-30 as "seventy percent of the normal night uf is a good starting point for determining the optimum total uf. " if any additional information is received a follow-up will be sent.